Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced vomiting with blood glucose (bg) of 54mg/dl. Customer was admitted to the hospital and was treated with intravenous fluids. Subsequently, the customer's bg rose to 200mg/dl. Customer was discharged on (B)(6) 2020 with no known permanent damage. Customer alleged pump did not deliver insulin as intended. Tandem technical support performed a pump system check and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly the customer continued to use the pump for insulin therapy.